Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of her essure coils had migrated and perforated her mesosalpinx / perforation (fallopian tube(s))"), device dislocation ("migration of essure device location of device: pelvis") and abdominal pain lower ("severe abdominal pain/cramping") in a 30-year-old female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, joint pain, sinusitis, heartburn and cystic fibrosis. Previously administered products included for an unreported indication: biotin from (B)(6) 2017 to (B)(6) 2018, multi vitamins from 2012 to (B)(6)2018, acetaminophen from 2012 to (B)(6) 2018, ibuprofen from 2010 to (B)(6) 2018, celebrex from (B)(6) 2014 to (B)(6) 2016, mirena from 2012 to (B)(6) 2015 and ortho tri cy in 2011. Concurrent conditions included body mass index normal and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ prolonged menses / abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and migraine ("migraines"). In (B)(6) 2015, the patient experienced mood swings ("mood swings") and emotional disorder ("emotional"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced diarrhoea ("diarrhea"), pelvic pain ("pain") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced depression ("depressed") and anger ("anger issue"). On (B)(6) 2016, 1 year 1 month after insertion of essure, the patient experienced ovarian germ cell teratoma benign ("teratoma on right ovary"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), hot flush ("hot flashes"), irritability ("constantly irritated"), abdominal pain ("abdominal pain") and breast tenderness ("breast sensitivity"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy performed), surgery (hysterectomy and salpingectomy and oophorectomy) and surgery (surgery (other) type of surgery: abnominal surgery to remove coil). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain lower, back pain, menorrhagia, dyspareunia and procedural pain was resolving, the device dislocation, fatigue, diarrhoea, mood swings, hot flush, emotional disorder, migraine, pelvic pain, irritability, depression, ovarian germ cell teratoma benign, weight increased, anger, abdominal pain and breast tenderness outcome was unknown and the dysmenorrhoea, headache and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anger, back pain, breast tenderness, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, headache, hot flush, irritability, menorrhagia, migraine, mood swings, ovarian germ cell teratoma benign, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 0 coils strailing on the left and 8 coils strailing on the right . Bladder was knicked, but was fixed at time of essure placement diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full /total bilateral occlusion of fallopian tubes concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records:pelvic pain, lower back pain, menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), fatigue, diarrhea, mood swings, hot flashes, emotional, migraines, pain, constantly irritated, depressed, weight gain, teratoma on right ovary, anger issue, abdominal pain, breast sensitivity, migration of essure device location of device: pelvis" were added. Lot number was added. Historical conditions and medication were added. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of her essure coils had migrated and perforated her mesosalpinx / perforation (fallopian tube(s))"), device dislocation ("migration of essure device location of device: pelvis") and abdominal pain lower ("severe abdominal pain/cramping") in a 30-year-old female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, joint pain, sinusitis, heartburn and cystic fibrosis. Previously administered products included for birth control: mirena from 2012 to (B)(6) 2015; for an unreported indication: biotin from (B)(6) 2017 to (B)(6) 2018, multi vitamins from 2012 to (B)(6) 2018, acetaminophen from 2012 to (B)(6) 2018, ibuprofen from 2010 to (B)(6) 2018, celebrex from (B)(6) 2014 to (B)(6) 2016 and ortho tri cy in 2011. Concurrent conditions included body mass index normal and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ prolonged menses / abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and migraine ("migraines"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes") and emotional disorder ("emotional"). In september 2015, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced diarrhoea ("diarrhea"), pelvic pain ("pain") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced depression ("depressed") and anger ("anger issue"). On (B)(6) 2016, 1 year 1 month after insertion of essure, the patient experienced ovarian germ cell teratoma benign ("teratoma on right ovary"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), irritability ("constantly irritated"), abdominal pain ("abdominal pain") and breast tenderness ("breast sensitivity"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy performed), surgery (hysterectomy and salpingectomy and oophorectomy) and surgery (surgery (other) type of surgery: abnominal surgery to remove coil). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain lower, back pain, menorrhagia, dyspareunia and procedural pain was resolving, the device dislocation, fatigue, diarrhoea, mood swings, hot flush, emotional disorder, migraine, pelvic pain, irritability, depression, ovarian germ cell teratoma benign, weight increased, anger, abdominal pain and breast tenderness outcome was unknown and the dysmenorrhoea, headache and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anger, back pain, breast tenderness, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, headache, hot flush, irritability, menorrhagia, migraine, mood swings, ovarian germ cell teratoma benign, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 0 coils strailing on the left and 8 coils strailing on the right . Bladder was knicked, but was fixed at time of essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full /total bilateral occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records:pelvic pain, lower back pain, menorrhagia, dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of her essure coils had migrated and perforated her mesosalpinx") and abdominal pain lower ("severe abdominal pain/cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("menorrhagia/ prolonged menses"), dyspareunia ("dyspareunia"), headache ("headaches") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy performed) and surgery (underwent a total hysterectomy and bilateral salpingectomy performed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, dyspareunia and procedural pain was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.